Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multi-system organ failure, infection and patient outcome, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(4) could not conclusively be determined through this evaluation. No product is available for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection, death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 03dec2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists death, infection, and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The heartmate 3 lvas patient handbook, rev. C, is currently available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi-system organ failure and bacteremia. The patient was too sick for a pump exchange. It was reported that the patient's outcome was not device related and that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death.